Event description:
The customer reported getting a defib failure cycle power error message, error 8.

Manufacturer narrative:
(B)(4): the device was evaluated at philips. The symptom could not be duplicated; however, the event summary showed errors supporting a charge shock malfunction occurred. The power and control pca's were replaced due to these errors. The device was returned to the customer after passing all testing.